Event description:
It was reported that the patients implantable pulse generator (ipg) was not holding a charge causing inadequate stimulation. The patient underwent a procedure wherein the ipg and spinal cord stimulator (scs) lead were replaced. The patient was doing well postoperatively and the explanted devices will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7082175, UDI: (B)(4).